Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("abnormal bleeding /abnormal bleeding (general)") in an adult female patient who had essure (batch no. 624303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallstones (has been told that she needs a cholecystectomy however this has not yet been scheduled.) And cough. The patient was african american. Concurrent conditions included pain in elbow since (B)(6) 2010, pain in extremity since (B)(6) 2010, pain legs since (B)(6) 2010, shortness of breath since (B)(6) 2010, weakness since (B)(6) 2010, dizziness since (B)(6) 2010, hypoaesthesia since (B)(6) 2010, chest pain since (B)(6) 2010, wrist pain since (B)(6) 2010, chills since (B)(6) 2010, paresthesia of limbs since (B)(6) 2010, pain in arm since (B)(6) 2010, vaginal odor (lmp: 2 weeks ago test: culture, genital specimen source: vagina result: heavy growth of presumptive gardnerella vaginalis) since (B)(6) 2010, sciatica since (B)(6) 2011, discomfort since (B)(6) 2011, low back strain since (B)(6) 2011, sore throat (x 2 weeks) since (B)(6) 2011, swallowing difficult (mild) since (B)(6) 2011, urinary tract disorder since (B)(6) 2011, urogenital disorder since (B)(6) 2011, hematuria (frequency: hematuria) since (B)(6) 2011, frequency urinary (x 1 day, increased frequency of urination and some dysuria) since (B)(6) 2011, dysuria since (B)(6) 2011, pain in hip (left hip pain status post motor vehicle collision.) Since (B)(6) 2012, neck pain since (B)(6) 2012, muscular weakness since (B)(6) 2012, pain in hip since (B)(6) 2012, head injury since (B)(6) 2012, neck strain since (B)(6) 2012, lumbar strain since (B)(6) 2012, trauma since (B)(6) 2012, epigastric pain since (B)(6) 2012, anorexia since (B)(6) 2012, abdominal pain since (B)(6) 2012, gastrointestinal disorder since (B)(6) 2012, abdominal discomfort since (B)(6) 2012, appetite absent since (B)(6) 2012, bloating nos since (B)(6) 2012, gas since (B)(6) 2012, acid peptic disease since (B)(6) 2012, edema (minimal) since (B)(6) 2012, gastritis (mild) since (B)(6) 2012, gastroesophagitis (mild) since (B)(6) 2012, itching since (B)(6) 2012, rash (states initially she had itching underneath her breast and underneath the pannus. Bilateral arms and legs that is pruritic for one month) since (B)(6) 2012, swelling nos (baseline swelling, breast) since (B)(6) 2012, bladder disorder since (B)(6) 2013, flank pain since (B)(6) 2013, urinary frequency since (B)(6) 2013, diverticulosis since (B)(6) 2013, polyuria since (B)(6) 2013, constipation since (B)(6) 2013, breast mass since (B)(6) 2013, gallbladder disease since (B)(6) 2013, epigastric discomfort since (B)(6) 2013, right upper quadrant pain since (B)(6) 2013, biliary dyskinesia (symptoms over the last: 6 months) since (B)(6) 2013, cholecystitis since (B)(6) 2013, umbilical hernia since (B)(6) 2013, umbilical hernia repair since (B)(6) 2013 and cholecystectomy since (B)(6) 2013. Concomitant products included tolnaftate (antifungal) for itching. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal discomfort ("other injury(ies) or complication (s) please describe: vaginal irritation (associated with multiple infections)") and urinary tract infection ("uti"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced headache ("headaches /migraines / headaches (event splitted for coding)") and migraine ("migraines / headaches (event splitted for coding)"). In 2008, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urticaria ("rashes or skin conditions type: hives and eczema (event splitted for coding)"), eczema ("rashes or skin conditions type: hives and eczema (event splitted for coding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain /loss specify which one: weight gain"), fatigue ("fatigue"), alopecia ("hair loss (dermatologist for hair alopecia)"), hypoaesthesia ("neurological conditions or problems-type:numbness and tingling in extremities/finger numbness (event splitted for coding)"), paraesthesia ("neurological conditions or problems-type: numbness and tingling in extremities (event splitted for coding)") and abdominal distension ("weight gain/loss (specify which one)excessive belly bloating"). In 2009, the patient experienced hot flush ("hormonal changes describe: hot flashes and a lose of three inches in height (event splitted for coding)"), body height decreased ("hormonal changes describe: hot flashes and a lose of three inches in height (event splitted for coding)"), vaginal discharge ("vaginal discharge") and body temperature fluctuation ("hormonal changes-describe:lose of height, hot and cold flashes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavier than usual menstrual cycles (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavier than usual menstrual cycles (event splitted for coding)"), nausea ("nausea"), tooth disorder ("dental problems (have only 14 teeth)"), cardiovascular disorder ("neurological conditions or problems type: circulatory"), allergy to metals ("nickel allergy"), biliary colic ("gastrointestinal or digestive system condition type: biliary colic/cholelithiasis (event splitted for coding)"), cholelithiasis ("gastrointestinal or digestive system condition type: biliary colic/cholelithiasis (event splitted for coding)"), tremor ("treamors"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), head titubation ("head tremor"), gastric disorder ("gastric issues") and vaginal infection ("vaginal infections"). The patient was treated with surgery (to remove essure,on (B)(6) 2015 hysterectomy (partial), in 2015 salpingectomy(bilateral removal)), surgery (in 2007 gall bladder removal) and surgery (in 2007 gall bladder removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, headache, body height decreased, urticaria, eczema, nausea, tooth disorder, cardiovascular disorder, allergy to metals, dyspareunia, weight increased, fatigue, urinary tract infection, alopecia, hypoaesthesia, paraesthesia, abdominal distension and tremor outcome was unknown, the hot flush, migraine, body temperature fluctuation, back pain, musculoskeletal pain, head titubation, gastric disorder and vaginal infection was resolving and the vaginal haemorrhage, menorrhagia, vaginal discharge, biliary colic, cholelithiasis and vulvovaginal discomfort had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, biliary colic, body height decreased, body temperature fluctuation, cardiovascular disorder, cholelithiasis, dyspareunia, eczema, fatigue, gastric disorder, genital haemorrhage, head titubation, headache, hot flush, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, nausea, paraesthesia, pelvic infection, pelvic pain, tooth disorder, tremor, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: that both tubes to be successfully clogged on (B)(6) 2010, the patient is complaining of generalized dull headache which is 3/10 in severity. The patient had these symptoms for about 4 years. On (B)(6) 2011, physical examination: there is mild paraspinal musculature in the lower lumbosacral region, but there is no radiation to the buttock or lateral legs. On (B)(6) 2011, initial rapid strap testing was negative. On (B)(6) 2012, CT of the pelvis without contrast. Technique: CT of the pelvis without contrast. Coronal and sagittal reformatted images were also reviewed. Findings: there is no acute pelvic fracture. The femoral necks are intact. There is no displaced femoral neck fracture. There is trace free fluid in the pelvis. Impression: no acute pelvic or femoral neck fracture. CT head and c spine without contrast. History: trauma. Technique: axial noncontrast imaging was performed through the head and cervical spine with sagittal and coronal refor.mations. Findings: CT head: there is no evidence of acute intracranial hemorrhage, mass lesion or territorial infarct. Ventricles and sulci are within normal limits. The visualized paranasal sinuses are clear. CT cervical spine: alignment is normal. There is no evidence of acute fracture. There is no spinal canal stenosis or prevertebral soft tissue swelling. Impression: 1. No evidence of acute intracranial hemorrhage or cervical spine fracture on (B)(6) 2012, pmh/psh: laryngotracheal reflux. On the same day, procedure: upper endoscopy indication for the procedure: anorexia, reflux, abdominal discomfort. Diagnostic impression: mild gastroesophagitis. Diagnosis: a-duodenum, biopsies: fragments of duodenal mucosa with no specific pathologic. Findings. Villous architecture is preserved, no evidence of villous blunting or atrophy. No intraepithelial lymphocytosis noted. No microorganisms identified. Negative for malignancy. B-gastric biopsy: gastric mucosal fragments with mild superficial chronic inflammation. Immunohistochemical stain for h. Pylori is negative. As/pas stain is unremarkable. Negative for malignancy. C-ge junction, biopsy: squamous and gastric mucosa with moderate chronic inflammation. As/pas stain is negative for intestinal metaplasia/barrett's. Immunohistochemical stain for h. Pylori is negative. Negative for dysplasia or malignancy. Specimen: small intestine biopsy - bx duodenum. Gastric biopsy additional - bx gastric. Gastric biopsy additional - bx ge junction. On (B)(6) 2012, chief complaint: heading. On (B)(6) 2013, urine pregnancy test negative. On (B)(6) 2013, diagnostic imaging requisition. Reason for exam: left flank pain, hematuria. CT abd/ pelvis without contrast. Diagnosis: hematuria. Findings: no visualized renal calculi. No ureteral calculi. No bladder calculi. Exam is limited due to lack of IV contrast right lobe liver is 18.8 cm there is thickening of the gallbladder, and suspect gallstones. Spleen is not enlarged no peripancreatic inflammation no calcification within the aorta. Fluid filled small bowel loops. Retrocecal normal sized appendix. All point a 5 mm appendix . Possibly radiopaque medicine in the normal sized appendix radiopaque medicine in the transverse colon. Sigmoid diverticulosis. Retroverted uterus is present, indeterminate radiopaque density located at the base into the left the uterus bilaterally, these may be within the fallopian tubes although they appear slightly more lateral. Recheck of their position with a dedicated gyn exam is needed. There is trace free fluid in the pelvis. Suspect follicles within the ovaries. Bony and discoqenic disease at the ls-s1 level. Impression: no renal calculi. No hydronephrosis. No bladder calculi. Retroverted uterus. Trace free fluid in the pelvis. Slightly lateral position of both fallopian tube. Wires, recheck of their position is needed. Recommend dedicated gyn exam contracted gallbladder suspect gallstones or possibly gallbladder wall thickening. Bony and discogenic disease ls-s1. On (B)(6) 2013, chief complaint: left flank pain. CT abdomen and pelvis with contrast. Indication: left flank pain. Findings: CT abdomen and pelvis was obtained with intravenous and oral contrast there is mild linear discoid atelectasis in the lung bases. Mild diffuse liver hypoattenuation is compatible with fatty infiltration/hepatocellular disease. There are fatty changes adjacent to the falciform ligament. The spleen and pancreas are unremarkable as are the adrenal glands. The gallbladder is contracted with mu1tiple small stones. Abdominal ultrasound may prove helpful for further evaluation as clinically indicated. Kidneys demonstrate no hydronephrosis, or visible renal stones. There is constipation without acute bowel process. The appendix is normal in appearance. There is no free air or fluid col1ection. Small umbilical hernia contains mesenteric fat and the neck measures 1.3 cm. Subcentimeter short axis right lower quadrant mesenteric lymph node are not enlarged by size criteria. Postsurgical changes in the adnexa. The uterus is unremarkable and there are follicular changes of the ovaries and a trace amount of pelvic fluid. Survey of osseous structures demonstrates no acute bone process. Impression: kidneys demonstrate no hydro nephrosis or visible renal stones. Cholelithiasis. Abdominal ultrasound may prove helpful for further evaluation. Constipation without acute bowel process. Lumbar spine complete history: left flank pain lumbar spine technique: 3 views. Findings: there is preservation of lumbar vertebral alignment. There vertebral compression. There is some disc space narrowing l5-s1 with osteophyte formation. Impression: no vertebral compression. Normal alignment. On (B)(6) 2013, chief complaint: left breast lump procedure: bilateral digital diagnostic mammogram with 3d tomosynthesis and cad, bilateral breast ultrasound. Mammogram findings: the breasts are composed of scattered fibro glandular densities (25-50% dense tissue). Impression: no mammographic or sonographic abnormality in the area of pain and intermittent palpable concern. Mass in the upper inner aspect of the left breast most likely represents a lymph node, no sonographic correlate is identified. Comparison with the patients prior studies is recommended. Benign mammographic and sonographic findings of the right breast. On (B)(6) 2013, a CT abdomen showed multiple cholelithiasia with specialized sludge. Patient was diagnosed with biliary colic and is there for treatment options. On further inquiry, this is not the first time at she has had abdominal discomfort. She has had abdominal discomfort dating back to 2004 when abe had an upper endoscopy. She has also had biliary dyskinesia symptoms over the last: 6 months and seqns to have a recurrent problem when she eats fatty food. Examination: general examination: tender to palpation in the epigastrium and right upper quadrant. On (B)(6) 2013, chest radiographs history: preop cough technique: pa and lateral. Radiographic views of the chest on (B)(6) 2013. Findings: the cardiomediastinal silhouette is normal in size. There is no focal pulmonary parenchymal opacity or pleural collections. No evidence of pneumothorax. Impression: no gross acute process. On (B)(6) 2014, radiology report: chief complaint: chest pain chest 2 views pa or ap lat reason for exam: chest pain assessment: chest pain chest radiographs: findings: the cardiomediastinal silhouette is normal in size. There is no focal pulmonary parenchymal opacity or pleural collections. No evidence of pneumothorax. Impression: no gross acute process on (B)(6) 2014, diagnosis: urine, thin prep: negative for malignant cells. Benign urothelial cells and squamous cells. Specimen(s) received: a. Urine - urine clean catch. Gross description: 40 cc dark yellow opaque fluid preparation: liquid based method - pap stain I cytotech screen. On (B)(6) 2015, gynecological cytology report: thin pap test with hpv screen interpretation, negative for intraepithilial lesion or malignancy. On (B)(6) 2015, microbiology; genital culture final source: vaginal normal genital flora present candida albicans gardnerella vaginallis. On (B)(6) 2015, mg diagnostic digital mammogram with cad. Technique: digital diagnostic bilateral mammography was performed. Findings: there is a scattered fibroglandular parenchymal pattern. Impression: probably benign findings breast. 6 month follow p left mammography is recommended unless prior studies can be iocated. We will attempts to retrieve them. Ultrasound bilateral breast targeted. Findings: in the 9:00 position of the right beast, 6 cm from the nipple there is a complicated cyst measuring 8 x 11 x 6 mm. This correlates with the mammographic finding. Impression: benign finding right breast. Probably benign finding left breast. On (B)(6) 2015, chief complaint: p.a.t. On (B)(6) 2015, diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: leiomyomas. Fallopian tubes with no specific pathologic change. Negative for malignancy. Specimens: uterus, bilateral tubes and essure coils. CT history/reason for bx: menorrhagia, pelvic pain. Gross description: a-in formalin labeled uterus, bilateral fallopian tubes and assure coils is a 145 gm supracervically amputated uterus with attached bilateral fallopian tubes. The tissue has a length of 7.1 cm, a cornu to cornu dimension of 4.1 cm and an anterior to posterior dimension of 5.5 cm. The serosa is tan-pink and smooth. The endometrium is tan-red glistening measuring up to 0.2 cm. The myometrium is tan-pink finely trabeculated measuring up to 1.8 cm and containing multiple tan-white well-circumscribed intramural nodules, the largest 1.5 cm. Each nodule has a tan-white whorled cut surface. The bilateral fallopian tubes are pink-purple fimbriated and average 7.1 x 0.6 cm. Each is sectioned revealing a patent lumen containing a white metal elongated coiled object. On (B)(6) 2015, chief complaint/admit diagnosis: laceration/ recheck/suture. States she was slicing vegetables yesterday and cut the tip of her left 4th finger ,sustained avulsion. History of present illness: patient presents with left 4th finger laceration x 1 day. Patient says she is up to date on her tetanus shot. Review of systems integument/skin: laceration (avulsion to the left 4th finger). Clinical impression: primary impression: avulsion of skin of finger: unspecified open wound of unspecified finger without damage to nail. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, genital haemorrhage, headache, menorrhagia, nausea, biliary colic, cholelithiasis, vaginal irritation, uti and back pain. Most recent follow-up information incorporated above includes: on 10-jul-2018: correction following company internal coding review. The event "hormonal changes-describe:lose of height, hot and cold flashes" was recoded to meddra "body temperature fluctuation". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic infection ("infection (other) describe: pelvic"), genital haemorrhage ("abnormal bleeding /abnormal bleeding (general)") and cholelithiasis ("gastrointestinal or digestive system condition type: biliary colic/cholelithiasis") in an adult female patient who had essure (batch no. 624303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cough. The patient was african american. Concurrent conditions included shortness of breath since (B)(6) 2010, weakness since (B)(6) 2010, paresthesia of limbs since (B)(6) 2010, vaginal odor (heavy growth of presumptive gardnerella vaginalis) since (B)(6) 2010, sciatica since (B)(6) 2011, low back strain since (B)(6) 2011, hematuria since (B)(6) 2011, frequency urinary since (B)(6) 2011, dysuria since (B)(6) 2011, trauma (motor vehicle collision with left hip pain, neck pain, lumbar and cervical strain, left leg weakness, and head injury) since (B)(6) 2012, gastroesophagitis (mild) since (B)(6) 2012, diverticulosis since (B)(6) 2013, polyuria since (B)(6) 2013, constipation since (B)(6) 2013, breast mass since 20-sep-2013, biliary dyskinesia (symptoms over the last: 6 months) since (B)(6) 2013, cholecystitis since (B)(6) 2013, umbilical hernia since (B)(6) 2013 and umbilical hernia repair since (B)(6) 2013. Concomitant products included tolnaftate (antifungal) for itching. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal discomfort ("other injury(ies) or complication (s) please describe: vaginal irritation (associated with multiple infections)") and urinary tract infection ("uti"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). In 2008, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urticaria ("rashes or skin conditions type: hives and eczema (event splitted for coding)"), eczema ("rashes or skin conditions type: hives and eczema (event splitted for coding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), fatigue ("fatigue"), alopecia ("hair loss (dermatologist for hair alopecia)"), hypoaesthesia ("neurological conditions or problems-type:numbness and tingling in extremities/finger numbness"), paraesthesia ("neurological conditions or problems-type:numbness and tingling in extremities") and abdominal distension ("excessive belly bloating"). In 2009, the patient experienced hot flush ("hot flashes and a lose of three inches in height"), body height decreased ("lose of three inches in height/ lose of height"), vaginal discharge ("vaginal discharge") and feeling of body temperature change ("hot and cold flashes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavier than usual menstrual cycles (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavier than usual menstrual cycles (event splitted for coding)"), nausea ("nausea"), tooth disorder ("dental problems (have only 14 teeth)"), cardiovascular disorder ("neurological conditions or problems type: circulatory"), allergy to metals ("nickel allergy"), cholelithiasis (seriousness criterion medically significant) with biliary colic, tremor ("treamors"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), head titubation ("head tremor"), gastric disorder ("gastric issues") and vaginal infection ("vaginal infections"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy(bilateral removal)) and surgery (in 2007 gall bladder removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, body height decreased, urticaria, eczema, nausea, tooth disorder, cardiovascular disorder, allergy to metals, dyspareunia, weight increased, fatigue, urinary tract infection, alopecia, hypoaesthesia, paraesthesia, abdominal distension and tremor outcome was unknown, the hot flush, migraine, feeling of body temperature change, back pain, musculoskeletal pain, head titubation, gastric disorder and vaginal infection was resolving and the vaginal haemorrhage, menorrhagia, vaginal discharge, cholelithiasis and vulvovaginal discomfort had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, body height decreased, cardiovascular disorder, cholelithiasis, dyspareunia, eczema, fatigue, feeling of body temperature change, gastric disorder, genital haemorrhage, head titubation, hot flush, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, nausea, paraesthesia, pelvic infection, pelvic pain, tooth disorder, tremor, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: that both tubes to be successfully clogged on (B)(6) 2013, urine pregnancy test negative. On (B)(6) 2013, CT abd/ pelvis without contrast diagnosis: hematuria impression: no renal calculi. No hydronephrosis. No bladder calculi. Retroverted uterus. Trace free fluid in the pelvis. Slightly lateral position of both fallopian tube wires, recheck of their position is needed. Recommend dedicated gyn exam contracted gallbladder suspect gallstones or possibly gallbladder wall thickening bony and discogenic disease ls-s1. On (B)(6) 2013, chief complaint: left flank pain CT abdomen and pelvis with contrast indication: left flank pain kidneys demonstrate no hydro nephrosis or visible renal stones. Cholelithiasis. Abdominal ultrasound may prove helpful for further evaluation. Constipation without acute bowel process. Lumbar spine complete history: left flank pain findings: there is preservation of lumbar vertebral alignment. There vertebral compression. There is some disc space narrowing l5-s1 with osteophyte formation. Impression: 1. No vertebral compression. Normal alignment. On (B)(6) 2013, a CT abdomen showed multiple cholelithiasia with specialized sludge. On (B)(6) 2013, chest radiographs history: preop cough impression: no gross acute process. On (B)(6) 2014, radiology report: chest radiographs: impression: no gross acute process on (B)(6) 2015, microbiology; genital culture final source: vaginal normal genital flora present candida albicans gardnerella vaginallis on (B)(6) 2015, diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: leiomyomas. Fallopian tubes with no specific pathologic change. Negative for malignancy. Specimens: uterus, bilateral tubes and essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, genital haemorrhage, headache, menorrhagia, nausea, biliary colic, cholelithiasis, vaginal irritation, uti and back pain. Most recent follow-up information incorporated above includes: on 10-jul-2018: correction following company internal coding review. The event "hot and cold flashes" was recoded to meddra "body temperature fluctuation". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic infection ('infection (other) describe: pelvic') and cholelithiasis ('gastrointestinal or digestive system condition type: biliary colic/cholelithiasis') in a 38-year-old female patient who had essure (batch no. 624303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cough. The patient was african american. On (B)(6) 2013, urine pregnancy test negative on (B)(6) 2013, CT abd/ pelvis without contrast diagnosis: hematuria impression: 1. No renal calculi. No hydronephrosis. No bladder calculi. 2. Retroverted uterus. Trace free fluid in the pelvis. Slightly lateral position of both fallopian tube wires, recheck of their position is needed. Recommend dedicated gyn exam 3. Contracted gallbladder suspect gallstones or possibly gallbladder wall thickening 4. Bony and discogenic disease ls-s1 on (B)(6) 2013, chief complaint: left flank pain CT abdomen and pelvis with contrast indication: left flank pain 1. Kidneys demonstrate no hydro nephrosis or visible renal stones. 2. Cholelithiasis. Abdominal ultrasound may prove helpful for further evaluation. 3. Constipation without acute bowel process lumbar spine complete history: left flank pain findings: there is preservation of lumbar vertebral alignment. There vertebral compression. There is some disc space narrowing l5-s1 with osteophyte formation. Impression: 1. No vertebral compression. Normal alignment. On (B)(6) 2013, a CT abdomen showed multiple cholelithiasia with specialized sludge. On (B)(6) 2013, chest radiographs history: preop cough impression: no gross acute process. On (B)(6) 2014, radiology report: chest radiographs: impression: no gross acute process on (B)(6) 2015, microbiology; genital culture final source: vaginal normal genital flora present candida albicans gardnerella vaginallis on (B)(6) 2015, diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: leiomyomas. Fallopian tubes with no specific pathologic change. Negative for malignancy. Specimens: uterus, bilateral tubes and essure coils. Concurrent conditions included umbilical hernia since (B)(6) 2013, umbilical hernia repair since (B)(6) 2013, biliary dyskinesia (symptoms over the last: 6 months) since (B)(6) 2013, cholecystitis since (B)(6) 2013, breast mass since (B)(6) 2013, constipation since (B)(6) 2013, diverticulosis since (B)(6) 2013, polyuria since (B)(6) 2013, gastroesophagitis (mild) since (B)(6) 2012, trauma (motor vehicle collision with left hip pain, neck pain, lumbar and cervical strain, left leg weakness, and head injury) since(B)(6) 2012, hematuria since (B)(6) 2011, frequency urinary since (B)(6) 2011, dysuria sinc e (B)(6) 2011, sciatica since (B)(6) 2011, low back strain since (B)(6) 2011, vaginal odor (heavy growth of presumptive gardnerella vaginalis) since (B)(6) 2010, shortness of breath since (B)(6) 2010, weakness since (B)(6) 2010 and paresthesia of limbs since (B)(6) 2010. Concomitant products included tolnaftate (antifungal) for itching. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal discomfort ("other injury(ies) or complication (s) please describe: vaginal irritation (associated with multiple infections)") and urinary tract infection ("uti"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal distension ("excessive belly bloating"). In (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding /abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavier than usual menstrual cycles (event splitted for coding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("hair loss (dermatologist for hair alopecia)"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). In (B)(6)2008, the patient experienced cholelithiasis (seriousness criterion medically significant) with biliary colic. In 2008, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urticaria ("rashes or skin conditions type: hives and eczema (event splitted for coding)"), eczema ("rashes or skin conditions type: hives and eczema (event splitted for coding)"), hypoaesthesia ("neurological conditions or problems-type:numbness and tingling in extremities/finger numbness") and paraesthesia ("neurological conditions or problems-type:numbness and tingling in extremities") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavier than usual menstrual cycles (event splitted for coding)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient was found to have body height decreased ("lose of three inches in height/ lose of height") and experienced vaginal discharge ("vaginal discharge") and feeling of body temperature change ("hot and cold flashes"). In (B)(6) 2009, the patient experienced hot flush ("hot flashes and a lose of three inches in height"). On (B)(6) 2013, the patient experienced flank pain ("flank pain"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced nausea ("nausea"), tooth disorder ("dental problems (have only 14 teeth)"), cardiovascular disorder ("neurological conditions or problems type: circulatory"), tremor ("treamors"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), head titubation ("head tremor"), gastric disorder ("gastric issues") and vaginal infection ("vaginal infections"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy(bilateral removal) and in 2007 gall bladder removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, body height decreased, urticaria, eczema, nausea, tooth disorder, cardiovascular disorder, allergy to metals, dyspareunia, weight increased, fatigue, urinary tract infection, alopecia, hypoaesthesia, paraesthesia, abdominal distension, tremor and flank pain outcome was unknown, the hot flush, migraine, feeling of body temperature change, back pain, musculoskeletal pain, head titubation, gastric disorder and vaginal infection was resolving and the vaginal haemorrhage, menorrhagia, vaginal discharge, cholelithiasis and vulvovaginal discomfort had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, body height decreased, cardiovascular disorder, cholelithiasis, dyspareunia, eczema, fatigue, feeling of body temperature change, flank pain, gastric disorder, genital haemorrhage, head titubation, hot flush, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, nausea, paraesthesia, pelvic infection, pelvic pain, tooth disorder, tremor, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: 2 coils left and right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: result- total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, genital haemorrhage, headache, menorrhagia, nausea, biliary colic, cholelithiasis, vaginal irritation, uti and back pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc.extension of expected date of next report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic infection ('infection (other) describe: pelvic') and cholelithiasis ('gastrointestinal or digestive system condition type: biliary colic/cholelithiasis') in a 38-year-old female patient who had essure (batch no. 624303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cough. The patient was african american. On (B)(6) 2013, urine pregnancy test negative on (B)(6) 2013, CT abd/ pelvis without contrast diagnosis: hematuria impression: 1. No renal calculi. No hydronephrosis. No bladder calculi. 2. Retroverted uterus. Trace free fluid in the pelvis. Slightly lateral position of both fallopian tube wires, recheck of their position is needed. Recommend dedicated gyn exam 3. Contracted gallbladder suspect gallstones or possibly gallbladder wall thickening 4. Bony and discogenic disease ls-s1. On (B)(6) 2013, chief complaint: left flank pain CT abdomen and pelvis with contrast indication: left flank pain 1. Kidneys demonstrate no hydro nephrosis or visible renal stones. 2. Cholelithiasis. Abdominal ultrasound may prove helpful for further evaluation. 3. Constipation without acute bowel process. Lumbar spine complete history: left flank pain findings: there is preservation of lumbar vertebral alignment. There vertebral compression. There is some disc space narrowing l5-s1 with osteophyte formation. Impression: 1. No vertebral compression. Normal alignment. On (B)(6) 2013, a CT abdomen showed multiple cholelithiasia with specialized sludge. On (B)(6) 2013, chest radiographs history: preop cough impression: no gross acute process. On (B)(6) 2014, radiology report: chest radiographs: impression: no gross acute process on (B)(6) 2015, microbiology; genital culture final source: vaginal normal genital flora present candida albicans gardnerella vaginallis. On (B)(6) 2015, diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: leiomyomas. Fallopian tubes with no specific pathologic change. Negative for malignancy. Specimens: uterus, bilateral tubes and essure coils. Concurrent conditions included umbilical hernia since (B)(6) 2013, umbilical hernia repair since (B)(6) 2013, biliary dyskinesia (symptoms over the last: 6 months) since (B)(6) 2013, cholecystitis since (B)(6) 2013, breast mass since (B)(6) 2013, constipation since (B)(6) 2013, diverticulosis since (B)(6) 2013, polyuria since (B)(6) 2013, gastroesophagitis (mild) since (B)(6) 2012, trauma (motor vehicle collision with left hip pain, neck pain, lumbar and cervical strain, left leg weakness, and head injury) since (B)(6) 2012, hematuria since (B)(6) 2011, frequency urinary since (B)(6) 2011, dysuria since (B)(6) 2011, sciatica since (B)(6) 2011, low back strain since (B)(6) 2011, vaginal odor (heavy growth of presumptive gardnerella vaginalis) since (B)(6) 2010, shortness of breath since (B)(6) 2010, weakness since (B)(6) 2010 and paresthesia of limbs since (B)(6) 2010. Concomitant products included tolnaftate (antifungal) for itching. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal discomfort ("other injury(ies) or complication (s) please describe: vaginal irritation (associated with multiple infections)") and urinary tract infection ("uti"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal distension ("excessive belly bloating"). In (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding /abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavier than usual menstrual cycles (event splitted for coding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("hair loss (dermatologist for hair alopecia)"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2008, the patient experienced cholelithiasis (seriousness criterion medically significant) with biliary colic. In 2008, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urticaria ("rashes or skin conditions type: hives and eczema (event splitted for coding)"), eczema ("rashes or skin conditions type: hives and eczema (event splitted for coding)"), hypoaesthesia ("neurological conditions or problems-type:numbness and tingling in extremities/finger numbness") and paraesthesia ("neurological conditions or problems-type:numbness and tingling in extremities") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavier than usual menstrual cycles (event splitted for coding)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient was found to have body height decreased ("lose of three inches in height/ lose of height") and experienced vaginal discharge ("vaginal discharge") and feeling of body temperature change ("hot and cold flashes"). In (B)(6) 2009, the patient experienced hot flush ("hot flashes and a lose of three inches in height"). On (B)(6) 2013, the patient experienced flank pain ("flank pain"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced nausea ("nausea"), tooth disorder ("dental problems (have only 14 teeth)"), cardiovascular disorder ("neurological conditions or problems type: circulatory"), tremor ("treamors"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), head titubation ("head tremor"), gastric disorder ("gastric issues") and vaginal infection ("vaginal infections"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy(bilateral removal) and in 2007 gall bladder removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, body height decreased, urticaria, eczema, nausea, tooth disorder, cardiovascular disorder, allergy to metals, dyspareunia, weight increased, fatigue, urinary tract infection, alopecia, hypoaesthesia, paraesthesia, abdominal distension, tremor and flank pain outcome was unknown, the hot flush, migraine, feeling of body temperature change, back pain, musculoskeletal pain, head titubation, gastric disorder and vaginal infection was resolving and the vaginal haemorrhage, menorrhagia, vaginal discharge, cholelithiasis and vulvovaginal discomfort had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, body height decreased, cardiovascular disorder, cholelithiasis, dyspareunia, eczema, fatigue, feeling of body temperature change, flank pain, gastric disorder, genital haemorrhage, head titubation, hot flush, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, nausea, paraesthesia, pelvic infection, pelvic pain, tooth disorder, tremor, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: 2 coils left and right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: result- total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, genital haemorrhage, headache, menorrhagia, nausea, biliary colic, cholelithiasis, vaginal irritation, uti and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic infection ("infection (other) describe: pelvic"), genital haemorrhage ("abnormal bleeding /abnormal bleeding (general)") and cholelithiasis ("gastrointestinal or digestive system condition type: biliary colic/cholelithiasis") in an adult female patient who had essure (batch no. 624303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cough. The patient was african american. Concurrent conditions included shortness of breath since (B)(6) 2010, weakness since (B)(6) 2010, paresthesia of limbs since (B)(6) 2010, vaginal odor (heavy growth of presumptive gardnerella vaginalis) since (B)(6) 2010, sciatica since (B)(6) 2011, low back strain since (B)(6) 2011, hematuria since (B)(6) 2011, frequency urinary since (B)(6) 2011, dysuria since (B)(6) 2011, trauma (motor vehicle collision with left hip pain, neck pain, lumbar and cervical strain, left leg weakness, and head injury) since (B)(6) 2012, gastroesophagitis (mild) since (B)(6) 2012, diverticulosis since (B)(6) 2013, polyuria since (B)(6) 2013, constipation since (B)(6) 2013, breast mass since 20-sep-2013, biliary dyskinesia (symptoms over the last: 6 months) since (B)(6) 2013, cholecystitis since (B)(6) 2013, umbilical hernia since (B)(6) 2013 and umbilical hernia repair since (B)(6) 2013. Concomitant products included tolnaftate (antifungal) for itching. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal discomfort ("other injury(ies) or complication (s) please describe: vaginal irritation (associated with multiple infections)") and urinary tract infection ("uti"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). In 2008, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urticaria ("rashes or skin conditions type: hives and eczema (event splitted for coding)"), eczema ("rashes or skin conditions type: hives and eczema (event splitted for coding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), fatigue ("fatigue"), alopecia ("hair loss (dermatologist for hair alopecia)"), hypoaesthesia ("neurological conditions or problems-type:numbness and tingling in extremities/finger numbness"), paraesthesia ("neurological conditions or problems-type:numbness and tingling in extremities") and abdominal distension ("excessive belly bloating"). In 2009, the patient experienced hot flush ("hot flashes and a lose of three inches in height"), body height decreased ("lose of three inches in height/ lose of height"), vaginal discharge ("vaginal discharge") and feeling of body temperature change ("hot and cold flashes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavier than usual menstrual cycles (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavier than usual menstrual cycles (event splitted for coding)"), nausea ("nausea"), tooth disorder ("dental problems (have only 14 teeth)"), cardiovascular disorder ("neurological conditions or problems type: circulatory"), allergy to metals ("nickel allergy"), cholelithiasis (seriousness criterion medically significant) with biliary colic, tremor ("treamors"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), head titubation ("head tremor"), gastric disorder ("gastric issues") and vaginal infection ("vaginal infections"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy(bilateral removal)) and surgery (in 2007 gall bladder removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, body height decreased, urticaria, eczema, nausea, tooth disorder, cardiovascular disorder, allergy to metals, dyspareunia, weight increased, fatigue, urinary tract infection, alopecia, hypoaesthesia, paraesthesia, abdominal distension and tremor outcome was unknown, the hot flush, migraine, feeling of body temperature change, back pain, musculoskeletal pain, head titubation, gastric disorder and vaginal infection was resolving and the vaginal haemorrhage, menorrhagia, vaginal discharge, cholelithiasis and vulvovaginal discomfort had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, body height decreased, cardiovascular disorder, cholelithiasis, dyspareunia, eczema, fatigue, feeling of body temperature change, gastric disorder, genital haemorrhage, head titubation, hot flush, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, nausea, paraesthesia, pelvic infection, pelvic pain, tooth disorder, tremor, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: that both tubes to be successfully clogged on (B)(6) 2013, urine pregnancy test negative on (B)(6) 2013, CT abd/ pelvis without contrast. Diagnosis: hematuria. Impression: 1. No renal calculi. No hydronephrosis. No bladder calculi. 2. Retroverted uterus. Trace free fluid in the pelvis. Slightly lateral position of both fallopian tube wires, recheck of their position is needed. Recommend dedicated gyn exam 3. Contracted gallbladder suspect gallstones or possibly gallbladder wall thickening 4. Bony and discogenic disease ls-s1. On (B)(6) 2013, chief complaint: left flank pain. CT abdomen and pelvis with contrast. Indication: left flank pain. 1. Kidneys demonstrate no hydro nephrosis or visible renal stones. 2. Cholelithiasis. Abdominal ultrasound may prove helpful for further evaluation. 3. Constipation without acute bowel process. Lumbar spine complete. History: left flank pain. Findings: there is preservation of lumbar vertebral alignment. There vertebral compression. There is some disc space narrowing l5-s1 with osteophyte formation. Impression: 1. No vertebral compression. Normal alignment. On (B)(6) 2013, a CT abdomen showed multiple cholelithiasia with specialized sludge. On (B)(6) 2013, chest radiographs. History: preop cough impression: no gross acute process. On (B)(6) 2014, radiology report: chest radiographs: impression: no gross acute process. On (B)(6) 2015, microbiology; genital culture final. Source: vaginal. Normal genital flora present. Candida albicans. Gardnerella vaginallis. On (B)(6) 2015, diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: leiomyomas. Fallopian tubes with no specific pathologic change. Negative for malignancy. Specimens: uterus, bilateral tubes and essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, genital haemorrhage, headache, menorrhagia, nausea, biliary colic, cholelithiasis, vaginal irritation, uti and back pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic infection ('infection (other) describe: pelvic') and cholelithiasis ('gastrointestinal or digestive system condition type: biliary colic/cholelithiasis') in a 38-year-old female patient who had essure (batch no. 624303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cough. The patient was african american. On (B)(6) 2013, urine pregnancy test negative. On (B)(6) 2013, CT abd/ pelvis without contrast diagnosis: hematuria impression: 1. No renal calculi. No hydronephrosis. No bladder calculi. 2. Retroverted uterus. Trace free fluid in the pelvis. Slightly lateral position of both fallopian tube wires, recheck of their position is needed. Recommend dedicated gyn exam 3. Contracted gallbladder suspect gallstones or possibly gallbladder wall thickening 4. Bony and discogenic disease ls-s1 on (B)(6) 2013, chief complaint: left flank pain CT abdomen and pelvis with contrast indication: left flank pain 1. Kidneys demonstrate no hydro nephrosis or visible renal stones. 2. Cholelithiasis. Abdominal ultrasound may prove helpful for further evaluation. 3. Constipation without acute bowel process lumbar spine complete history: left flank pain findings: there is preservation of lumbar vertebral alignment. There vertebral compression. There is some disc space narrowing l5-s1 with osteophyte formation. Impression: 1. No vertebral compression. Normal alignment. On (B)(6) 2013, a CT abdomen showed multiple cholelithiasia with specialized sludge. On (B)(6) 2013, chest radiographs history: preop cough impression: no gross acute process. On (B)(6) 2014, radiology report: chest radiographs: impression: no gross acute process on (B)(6) 2015, microbiology; genital culture final source: vaginal normal genital flora present candida albicans gardnerella vaginallis on (B)(6) 2015, diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: leiomyomas. Fallopian tubes with no specific pathologic change. Negative for malignancy. Specimens: uterus, bilateral tubes and essure coils. Concurrent conditions included umbilical hernia since (B)(6) 2013, umbilical hernia repair since (B)(6) 2013, biliary dyskinesia (symptoms over the last: 6 months) since (B)(6) 2013, cholecystitis since (B)(6) 2013, breast mass since (B)(6) 2013, constipation since (B)(6) 2013, diverticulosis since (B)(6) 2013, polyuria since (B)(6) 2013, gastroesophagitis (mild) since (B)(6) 2012, trauma (motor vehicle collision with left hip pain, neck pain, lumbar and cervical strain, left leg weakness, and head injury) since (B)(6) 2012, hematuria since (B)(6) 2011, frequency urinary since (B)(6) 2011, dysuria since (B)(6) 2011, sciatica since (B)(6) 2011, low back strain since (B)(6) 2011, vaginal odor (heavy growth of presumptive gardnerella vaginalis) since (B)(6) 2010, shortness of breath since (B)(6) 2010, weakness since (B)(6) 2010 and paresthesia of limbs since (B)(6) 2010. Concomitant products included tolnaftate (antifungal) for itching. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal discomfort ("other injury(ies) or complication (s) please describe: vaginal irritation (associated with multiple infections)") and urinary tract infection ("uti"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal distension ("excessive belly bloating"). In (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding /abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavier than usual menstrual cycles (event splitted for coding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("hair loss (dermatologist for hair alopecia)"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2008, the patient experienced cholelithiasis (seriousness criterion medically significant) with biliary colic. In 2008, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urticaria ("rashes or skin conditions type: hives and eczema (event splitted for coding)"), eczema ("rashes or skin conditions type: hives and eczema (event splitted for coding)"), hypoaesthesia ("neurological conditions or problems-type:numbness and tingling in extremities/finger numbness") and paraesthesia ("neurological conditions or problems-type:numbness and tingling in extremities") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavier than usual menstrual cycles (event splitted for coding)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient was found to have body height decreased ("lose of three inches in height/ lose of height") and experienced vaginal discharge ("vaginal discharge") and feeling of body temperature change ("hot and cold flashes"). In (B)(6) 2009, the patient experienced hot flush ("hot flashes and a lose of three inches in height"). On (B)(6) 2013, the patient experienced flank pain ("flank pain"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced nausea ("nausea"), tooth disorder ("dental problems (have only 14 teeth)"), cardiovascular disorder ("neurological conditions or problems type: circulatory"), tremor ("treamors"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), head titubation ("head tremor"), gastric disorder ("gastric issues") and vaginal infection ("vaginal infections"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy(bilateral removal) and in 2007 gall bladder removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, body height decreased, urticaria, eczema, nausea, tooth disorder, cardiovascular disorder, allergy to metals, dyspareunia, weight increased, fatigue, urinary tract infection, alopecia, hypoaesthesia, paraesthesia, abdominal distension, tremor and flank pain outcome was unknown, the hot flush, migraine, feeling of body temperature change, back pain, musculoskeletal pain, head titubation, gastric disorder and vaginal infection was resolving and the vaginal haemorrhage, menorrhagia, vaginal discharge, cholelithiasis and vulvovaginal discomfort had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, body height decreased, cardiovascular disorder, cholelithiasis, dyspareunia, eczema, fatigue, feeling of body temperature change, flank pain, gastric disorder, genital haemorrhage, head titubation, hot flush, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, nausea, paraesthesia, pelvic infection, pelvic pain, tooth disorder, tremor, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: 2 coils left and right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: result- total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, genital haemorrhage, headache, menorrhagia, nausea, biliary colic, cholelithiasis, vaginal irritation, uti and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received: new event - flank pain added. Reporter's information and onset date of events were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery to remove the essure implant on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and headache outcome was unknown. The reporter considered genital haemorrhage, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.